Event description:
It was reported a patient underwent a otolaryngology/head and neck surgery on (B)(6) 2023 and a reservoir was used. After opening the package and before use, when trying to connect the drain to the reservoir, the adapter part was broken at the base. Another product was used immediately and there was no problem with the surgery. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis of sample, connection port of the bulb was cut partially at the base, and there were some cut marks visible on the section area.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one complaint sample of reservoir bulb with partial cut at connection port base, was received for evaluation, product was inspected visually, below are detailed findings : connection port of the bulb was cut partially at the base, and there were some cut marks visible on the section area. Other end of the separated connection port of around 5~6 mm was stuck inside the connector, and there were also visible cut marks on the section of the connection port. Retention sample of complaint lot were checked and found satisfactory. During investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. No negative observation was found. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.